Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. According to the biomed, the analog interface pcb will be replaced. Covidien was not authorized to service the device.